Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at esophagectomy, the surgeon started firing the device, however it stopped halfway. The surgeon did not check the display screen. They replaced the device with a new reload, and the procedure was completed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.